Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high" with large ketones; although specific value was not provided. Cause was not known. A correction injection was administered to address the bg. Customer reverted to an alternate form of insulin delivery.